Manufacturer narrative:
(B)(4). The device was received for evaluation. During microscopic inspection, a black fiber measuring approximately 1.9mm in length was observed within the inner pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter within the inner pouch of a flo-thru device. This was found before use. There was no patient involvement. No additional information is available.